Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, high threshold measurements and low r-wave measurements were observed during initial placement. The lead was repositioned several times to obtain acceptable measurements. Subsequently, the patient complained of chest pain. An echocardiogram was performed and revealed a pericardial effusion that was felt to be a result of repositioning of the lead. The patient was seen the following day for a pre-discharge check and was reported to be stable and lead measurements were acceptable. No additional adverse patient effects were reported.

Manufacturer narrative:
The physician will continue to monitor the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.